Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had did not alert when battery was low. The customer¿s blood glucose level was unknown. Customer stated that the diminished battery life and insulin pump was rejected brand new battery. Customer also stated that they no insulin delivery without explanation. Customer troubleshoot was not performed. The product will not be returned for analysis.